Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6945-65 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the right atrial (ra) lead indicated chronically low thresholds and low impedance values which accelerated the device to reach elective replacement indicator (eri). Early battery depletion was suspected. The device and ra lead were replaced. No patient complications have been reported as a result of this event.